Event description:
The customer reported ECG out to an mp50 and when there is a leads off condition the mp50 still shows a waveform. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.